Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found that the reported phenomenon was duplicated due to ingress of water into the ccd unit. Also sorc found that the endoscope mount was bent. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report from sorc, there was the possibility that the strong impact was applied to the camera head, consequently the reported phenomenon might be attributed to the failure of the electrical circuit due to the water ingress from the location applied to the strong impact. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed. There was no report of patient injury associated with the event.